Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage at the fiber's tip was observed at 21,099 joules of use. The case was completed using an alternate procedure (turp). There was no report of "injury to patient".